Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio bolus button issue. The button is beginning to peel off of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 09/19/2013 device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigation revealed that the bolus button cover was partially detached from the pump. The bolus button responded properly upon testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.